Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a knee instrument fractured and was returned via the worn instrument return program. Not all fractured parts are returned. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was considered confirmed as visual inspection of the returned tasp found signs of repeated use (nicked or gouged) and anterior section of the post feature has fractured off, not all pieces returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. This device is considered conforming due to its extended field life and unremarkable manufacturing records. Root cause could not be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.